Event description:
Info received indicates the head hi/low function ran down unintentionally.

Manufacturer narrative:
The tech isolated the issue to the siderail ucm circuit board. He replaced the ucm circuit board to repair the bed.